Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that threshold suspend activated on the insulin pump. The sensor glucose reading was 212 mg/dl compared to the blood glucose reading of 241 mg/dl. The threshold suspend limit was set to 60 mg/dl. The customer's blood glucose reading was as high as 336 mg/dl. Customer treated with a bolus from the insulin pump. Troubleshooting was performed and the customer attributed the high blood glucose reading to the threshold suspend. Nothing was replaced or returned.